Manufacturer narrative:
The user stated they were unsure if insulin was being delivered due to their rising bgs. The user also stated the cgm graph was lacking indicators. The device was returned for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The charging cable was returned with the device and was confirmed as an insulet cable. The wall adapter was not returned. Thermal damage was observed on the tip of the returned charging cable. No thermal damage was observed in the charging port. No evidence that the returned controller and charging cable were used together as the time of the thermal incident was found. Log files were inspected and no evidence of device overheating could be found. Inspection of the android log files found no evidence of failure to deliver insulin. Inspection of the phb data confirmed high glucose values, however the data showed that the system was increasing the total suggested insulin prior to the high bgs. The agc algorithm was found to appropriately adapt the suggested insulin based on egvs and user inputs. Inspection of the device cgm graph saw no evidence of missing indicators. The device's graph was observed to function as intended. Further investigation confirmed a thermal incident took place between the cc and vbus pins within the connector of the charging cable. Due to there being no damage on or within the returned controller, it was confirmed that the charging cable was not used with the controller. The cause and timing of the thermal damage on the charging cable could not conclusively be determined.

Manufacturer narrative:
The device has been received by insulet and the investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Insulet complaint investigations lab received an omnipod 5 controller that has observable thermal damage to the tip of the charging cable.